Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a intermittent response button switch contacts. The root cause for the intermittent switch contacts was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not working.